Event description:
It was reported that two bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced tubing separation from the adapter/luer, and a broken safety mechanism. Product defects were noted prior to use. The following information was provided by the initial reporter: material no.: 383536 batch no.: 9064550. Per product complaint: inserted device into patient. The needle that is supposed to retract and be removed does not come away from the device. Also at the side port the tubing breaks off. This happen with 2 separate patients. Blood splattered everywhere.

Manufacturer narrative:
Investigation: our quality engineer inspected the samples and photographs provided by your facility. Bd received three nexiva 20ga units from catalog number 383536, lot number 9064550. The first unit was used and received in an opened package. The second and third unit were received unused and in an opened package. One photograph was also submitted for review which displayed a 20ga winged adapter, a 20ga dual port adapter, a disengaged needle set, and a needle cover inside of an opened package. Through the visual/microscopic evaluation of unit #1 had the needle was disengaged with the winged adapter still attached to the tip shield. The winged adapter was removed from the tip shield and it was observed to have bodily fluids on the outside of the winged adapter in the area of the grey canister and inside the edge of the tip shield. The extension tubing was separated from the winged adapter. Unit #2 was received already disengaged from the winged adapter. Unit #3 was received with the needle disengaged from the winged adapter. The extension tubing on units 2 and 3 was adhering to the inside clear port wall of the catheter adapter. There was no separation of the adapter from tubing observed with these units. The defect of a needle retraction failure was not confirmed with the returned units however when the needle is completely retracted with the needle tip in the tip shield and winged adapter still attached to the tip shield; the failure would be called failure to decouple. The defect of separation of the inserter from the tubing was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an insufficient amount of adhesive dispensed in the tubing/adapter inserter port joint. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings on the build of this lot number.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced tubing separation from the adapter/luer, and a broken safety mechanism. Product defects were noted prior to use. The following information was provided by the initial reporter: material no.: 383536, batch no.: 9064550. Per product complaint: inserted device into patient. The needle that is supposed to retract and be removed does not come away from the device. Also at the side port the tubing breaks off. This happen with 2 separate patients. Blood splattered everywhere.